Event description:
It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient experienced severe pain, an inability to urinate, cannot sit or stand for prolonged periods of time, infections on an ongoing basis and cannot engage in sexual relations. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.